Event description:
It was reported that during transport while a ventilator was connected to a patient, the oxygen tank that was being used for the transport ran out of oxygen and a code clue occurred for the patient. The hospital stated that the ventilator did not malfunction or have any technical issue. The specific patient information was not provided; therefore, the extent of injury is unknown.(B)(4). Reference MFR # 8010042-2014-00274.